Event description:
Pt alleges receiving breast implants in 3/75. Pt also alleges for three yrs (i.e. 1993) she has had health problems from her prostheses; however, no specifics were given. According to her drs, she needs to be operated on as soon as possible because her health is worse and worse day after day.